Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a slightly sluggish keypad. The customer's blood glucose value was 7.3 mmol/l. The customer reported a crack on the back of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad and isolated to the pump casing or keypad. Unable to perform the displacement test and self test due to unresponsive keypad. P-cap/reservoir locked properly in place. Device received with cracked belt clip rail case corner.